Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an unknown blood glucose (bg) level with ketones a healthcare provider deemed life threatening some time in (B)(6) 2025 (specific date not provided). Cause was unknown. Reportedly, due to the elevated bg, the customer experienced an acute kidney injury, although further details were not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released three days later though specific date was not provided. Customer reverted to an alternate form of insulin therapy.